Manufacturer narrative:
The device was evaluated and raised to a higher level review on (B)(6) 2012. Fluid ingress was discovered with damage to critical electrical components. The components that needed to be replaced were the power supply, ac filter, distribution board and driver board. The device is being upgraded to the ingress remediation, cleaned and repaired. Haemonetics (B)(4).

Event description:
/A customer contacted haemonetics on 11/ to report "check disk/retaining ring msg - checked d-ring and the channel," on an orthopat device. The device evaluation on (B)(6) 2012 revealed fluid ingress which escalated the complaint to a higher level review.